Event description:
It was reported that the apexpro telemetry server (ats) shut down unexpectedly, resulting in a loss of monitoring affecting 12 to 16 telemetry pt for one hour. The loss of monitoring was noticed immediately, and there was no death or serious injury associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.